Event description:
There is something seriously wrong with the way this bedwetting alarm is working. We have used it for about 6 nights and my son has developed skin irritation where alarm is placed on the skin. Not the sensor part, but where the alarm is placed. This is not normal. The first night it was used, he had a small red patch, then the patch grew as the alarm was used and he was in pain. I stopped using the alarm and his skin irritation went away. Started using it again and the irritation came back. This is not normal and strange considering that it was used as directed. There is something in the product itself which is making it cause skin irritation. Could be a chemical or excess heat it is generating when used. FDA safety report ID # (B)(4).